Manufacturer narrative:
It is unknown which of the two implants remains implanted. Expiration date: dec 1, 2025 or sep 1, 2025. UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00002.

Event description:
It was reported a revision surgery was performed because the x-ray showed the implant integrity was compromised/no fusion present at site (device migration). This was associated with the top level of a two-level mobi-c construct. A culture was performed and the patient was found to have a mold infection. This is report two of two for this event.

Manufacturer narrative:
H4: jan 18, 2021 or dec 8, 2020. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation no product was returned, however an x-ray was provided. The migration was confirmed via the x-ray. The infection is unrefuted. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown trauma, patient or operational factors. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use this devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed because the x-ray showed the implant integrity was compromised/no fusion present at site (device migration). This was associated with the top level of a two-level mobi-c construct. A culture was performed and the patient was found to have a mold infection.this is report two of two for this event.